Manufacturer narrative:
Age or date of birth, weight, ethnicity: unknown, not provided. The system was evaluated by a field service engineer. The field service found no issues with the unit. A field service checklist was performed. The unit complied with all factory settings. A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
It was reported that a patient had lasik procedure and presented with inflammation along the side cut. The inflammation was within .2mm of the flap edge along most of the side cut in both eyes and there was no decrease in visual acuity. Doctor increased the steroid use for the patient and expects the inflammation to be resolved at the next post op visit. No additional information was provided.